Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent excision of mesh concurrently with another mesh implantation on (B)(6) 2011 due to extrusion of the mesh. It was reported that the patient underwent removal of part of the cystocele mesh and of the sling on (B)(6) 2012 due to sling malfunction. It was reported that the patient underwent a monarc implant and mesh revision on (B)(6) 2012 due to mesh complications. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).